Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient&#38112;device was not working. The patient wanted to speak with a manufacturer representative in their area. The patient believed the device was not working properly and it was hurting them. No device information, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.